Event description:
The following was reported to hamiton medical ag: during testing: biomed states that tightness test fails and can also hear a large amount of air escaping from the expiratory valve assembly. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: during testing: biomed states that tightness test fails and can also hear a large amount of air escaping from the expiratory valve assembly. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4) follow-up 1 - corrected information: . **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was alleged that the tightness test fails and a large amount of air escaping from the expiratory valve assembly could be heard during the per operational check of the device. No patient involved. The event did not cause or contributed to a death or serious injury to a patient. No log files were provided. To address the issue, an expiratory valve assembly was shipped to the customer. No feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the expiratory valve assembly, as no further issues have been reported.

Event description:
The following was reported to hamiton medical ag: during testing: biomed states that tightness test fails and can also hear a large amount of air escaping from the expiratory valve assembly. No patient involvement.